Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of error e315 was not confirmed. Based on the investigation results, it is possible that water or moisture entered the scope, and the moisture damaged the image sensor unit, which led to the occurrence of this event. The root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had a scope communication error (error code e315). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.